Event description:
It was reported that the patient¿s first catheter surgery had occurred in (B)(6) 2012. Reportedly, the catheter had failed as either the catheter was not anchored or ¿broke loose into the spine and fell down like spaghetti.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).